Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting methods, including using different charging cables and repositioning the pump to stabilize the connection. As these efforts were unsuccessful, technical support arranged to send a replacement tandem cable and wall adapter with two-day shipping and advised the customer to use an alternate insulin therapy if the pump battery depletes before receiving the replacement supplies.